Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.additional information added to field h3 and h6.a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material in nozzle was. There was no deformation to the area where the foreign material was detected. However, the cause of the material remaining in the device could not be determined.the instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ and preventative measures in "gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection".the legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material coming out of the nozzle. There were no reports of patient involvement.